Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative coronary artery bypass grafting on the 5th day when the patient was being readied to be discharged and the epicardial pacing wires were discontinued, shortly thereafter the patient complained of not feeling well and became diaphoretic. Hypotension also developed post-wire removal and cardiac rhythm change noted as well. The patient was pulseless and advance cardiac life support was initiated, pulse returned and patient was transferred to the intensive care unit, where his chest was opened and epinephrine was directly delivered to the heart. The patient was taken to the operating room and washed out/closed chest and returned to the intensive care unit where he was later diagnosed with anoxic brain injury. Care was withdrawn in collaboration with the family.